Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief and shocking sensations during the spinal cord stimulation (scs) temporary trial period. Therefore, the patient underwent a procedure where the lead was explanted. During the procedure, the physician discovered that the lead appeared to be fractured. The lead fracture was not present at the time of implant. The physician assessed that the fracture may have been the cause of the shocking sensations that the patient felt during the trial. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate pain relief and shocking sensations during the spinal cord stimulation (scs) temporary trial period. Therefore, the patient underwent a procedure where the lead was explanted. During the procedure, the physician discovered that the lead appeared to be fractured. The lead fracture was not present at the time of implant. The physician assessed that the fracture may have been the cause of the shocking sensations that the patient felt during the trial. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Device analysis of the returned paddle lead revealed the silicone at the junction of the tail was torn and the second lead tail had ripped through the paddle. The cable connected to the sixteenth electrode appeared fractured and exposed at the cable end. Therefore, it was concluded that the paddle was exposed to excessive tensile force causing the lead body to stretch and break at the paddle end. Additionally, the IFU states that lead breakage, loose connections and electrical issues can result in reduction of pain relief and is a known risk with the use of scs.